Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnosis procedure when the issue occurred and procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not do x-ray. Review of the system log file showed errors related with pdu (power distribution unit). Further checked the pdu transformer found its output 400v, which was low. Fse adjusted the jumper on the pdu transformer to 440v. After adjustment, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not do x-ray. The device was in clinical use. No patient harm reported. Phillips has started an investigation of the complaint.